Event description:
Device malfunction: none. Time of symptoms/ae: immediately post-procedure. Symptoms/ae: hypotension, retroperitoneal bleed, surgical/medical intervention. The following events were noted through a periodic article review. Medical records and imaging studies of 223 femoral arteries that were percutaneously accessed with 20-25f sheaths and delivery systems, using the perclose technique at a single tertiary care medical center between 2004 and 2007, using the 6-f perclose proglide device during thoracic endovascular aortic repairs (tevar) was described. The average number of proglide devices used was 2.01 per artery. One complication is as follows: the patient underwent endovascular repair of a 7.1cm descending thoracic aortic aneurysm. The 22-f (25-f outer diameter) delivery system was percutaneously introduced through the right common femoral artery. At the conclusion of the procedure, the patient suddenly became hypotensive. Retrograde angiogram revealed gross extravasation from the proglide access site. Femoral angiogram confirmed an unusually high puncture site several centimeters proximal to the inferior epigastric artery. Surgical intervention was performed as well as, deployment of a non-abbott covered stent at the site of the bleed. The patient immediately stabilized. The patient had an uneventful postoperative course.

Manufacturer narrative:
Access sheath larger than 8fr/puncture site above the epigastric artery. The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: w. Anthony lee, md, "percutaneous access for tevar", published endovascular today september 2008.